Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) exhibited multiple high out of range shock impedance measurements of greater than 125 ohms. At this time no cause has been determined and the patient will continue to be monitored. The ICD remains implanted and in service and there were no adverse patient effects reported.